Manufacturer narrative:
(B)(4). We did not receive a valid batch/lot number: therefore, the manufacturing record could not be reviewed for this device. (B)(4)

Event description:
It was reported that during a laparoscopic hysterectomy, the harmonic scalpel handpiece being used was suddenly missing the tiny white, plastic piece located on the inside of the jaws. Plastic piece believed to be left in patient and unable to be found. It is unknown how the procedure was completed.